Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no reported impact to the customer¿s blood glucose level. Issue had resolved before contact, as pump began charging again using original charging supplies, and technical support advised that insulin on board and maximum hourly bolus would reset to zero and that cgm sessions must be manually restarted after any shutdown, instructing caller to monitor pump and call back if problem returned, which caller understood and acknowledged.